Event description:
A malfunction alarm occurred while the customer was loading a new cartridge. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, and the issue did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code appears again, which the caller acknowledged and understood.